Manufacturer narrative:
(B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the guide catheter was removed and it was observed detached, stretched, and kinked in several sections. The push catheter was observed kinked in the proximal section and the push catheter suture hole was observed torn. The stent and suture were not returned for analysis. No other issues with the device were noted. The reported event was confirmed. According to product analysis, it is most likely that procedural or anatomical factors encountered during the procedure or preparation could have affected the device performance and its integrity. The patient anatomy and customer maneuvering during the use of the device or preparation can lead to the observed kinks in the device. The kinks in the device could have generated resistance to retract the pull wire and guide catheter, continued attempts or forced to retract the guide catheter to release the stent can result in a guide catheter breaking generating the found guide catheter detachment and stretched issue. Additionally, the suture under tensile force during the procedure due to the kink/bent section could result in the tearing of the suture hole, generating the reported problem. Therefore, adverse event related to procedure is selected as the most probable root cause for the compaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2021. During preparation, when physician attempted to release the suture, it was noted that the suture was broken. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of guide catheter broken.